Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injuries and subsequently expired on an unk date after use of the product.

Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event. 1225714-2014-14780; 1225714-2014-14781.

Event description:
The plaintiff's attorney alleged that the decedent experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death and subsequently expired after the use of the product. The alleged event occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.